Event description:
It was reported that a balloon rupture occurred. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at first inflation. It was noted that the balloon ruptured at 6atm. The device was removed with the usual method without problem. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.